Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3 - a review of the sterile certificates was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. H6 - investigation type, findings, conclusion codes updated. The following sections were corrected: h6 - investigation type, findings, conclusion codes reported previously no longer apply.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. A review of the sterile certificates was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: (B)(6), 02-012-49-2511 - logic cr tib insert slope ++, sz 2.5, 11 mm. (B)(6), 02-010-04-0225 - logic cr femoral por, left, sz 2.5. (B)(6), 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, approximately 9 years and 7 months post the initial left total knee replacement, the patient was revised due to infection and everything was removed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. They were disposed of by the customer. No device images were able to be obtained. No further information.